Event description:
It was reported that the patient had an old artificial urinary sphincter (aus) that was explanted and replaced with new aus system. No patient complications reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Information added. Patient code added.

Event description:
It was reported that the patient experienced urine leak with an old artificial urinary sphincter (aus). The aus was removed and replaced with a new device. No patient complications reported.